Event description:
It was reported that an alert was triggered. Oversensing was noted on the right ventricular lead, and the impedance had a sudden rise and was high. The helix appeared to be fully retracted and there was no slack in the lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.